Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the stent moved on the delivery balloon. The 26mm long target lesion was located in the moderately stenosed left anterior descending (lad) artery. The lesion was predilated with a 4.0x20mm maverick2 balloon. When the box was opened, it was noted that the 4.50x28 taxus liberte "stent was not mounted well on the delivery balloon." The front end of the stent was loose on the balloon, but the stent remained between the two marker bands. The device entered the patient but the stent was not deployed. The physician completed the procedure with a different device. No patient complications were reported and the patient's current condition is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.